Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, oxygen, blue) had broken at the water chamber interface during patient use. A nurse then replaced the circuit, but they continued to have issues with the device. As a precaution, the patient was admitted to the hospital so that a respiratory therapist (rt) could investigate. It was at the hospital where they discovered that the nurse had replaced the broken circuit with the wrong circuit type based on the patient¿s settings. The rt replaced the patient circuit with the correct one and ensured the settings were correct. The reporter advised that there was no harm to the patient as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in an attempt to obtain additional information about the patient, but no response has been received. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.

Manufacturer narrative:
H6: the broken patient circuit has not been returned to ventec for evaluation. The cause of the reported issue could not be determined. H3 other text: not returned to manufacturer.